Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17416597m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products were used during this procedure: carto 3 (11198), smartablate pump, lasso catheter (d134302; 17371519l), soundstar catheter (10439072; g4004626) other company's device used during this procedure: st. Jude medical agilis sheath. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 420cc. Patient was reported to be in stable condition. Patient did not require extended hospitalization. Patient was fully recovered. Physician's opinion regarding the cause of the adverse event was that catheter stability was compromised secondary to patient movement as a result of inadequate sedation.

Manufacturer narrative:
(B)(4).